Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The solia s 60 was used for lbbap. Repositioning was required due to high threshold. Tissue was entangled with screw and it could not be fully removed. A new lead was implanted on septum. After solia s 60 implantation, the patient developed cardiac tamponade. Physician considered this was caused by solia s 53. No abnormalities were observed in the patients' vital signs, and the patient was managed with careful observation. At the one-week follow-up, no pericardial effusion was detected, and the lead electrical parameters remained stable.